Event description:
A pt called lifecor customer support to report that every time he inserts battery pack into the charger, the charger fault light flahses red. When his other battery pack is inserted into the charger it charges normally. The pt's suspect battery pack was replaced.